Event description:
It was reported that this right atrial lead had dislodged after the implant procedure. As result, the patient underwent a revision procedure, and this lead was successfully repositioned. No additional adverse patient effects were reported.